Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered several bursts of inappropriate anti-tachycardia pacing (atp) and several tachy shocks due to supraventricular tachycardia with some functional undersensing on atrial signals. Therapy became exhausted. According to technical services, the ventricular rhythm was greater than the atrial, due to atrial signals falling in blanking initially. Attempts to obtain additional information were unsuccessful. This ICD remains in service and no additional adverse patient effects were reported.